Event description:
It was reported that a malfunction alarm occurred and that a cartridge alarm occurred during the load process. Reportedly, a cartridge change errors occurred with multiple cartridges. Additionally, an o-ring was on the pneumatic tap. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level was 254-326 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue, alarm 30, and cartridge change error was verified, but the cartridge damage could not be verified.